Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer reported that the pump was still responsive, but the touch screen just took slightly longer than expected to respond to an input from the customer. The customer declined troubleshooting for the touch screen issue. Additionally, it was reported that the pump touch screen was cracked because the customer was doing work on the ground while wearing the pump. Customer's blood glucose level was 253 mg/dl and was addressed with a food bolus. The customer confirmed that an alternate method of insulin delivery was available.